Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported complaint could not be confirmed. At this time, from the description provided, a definitive root cause cannot be determined. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot number that was released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that two of the customer's healix br 3.4 mm anchors broke at the distil tip while being inserted during a shoulder procedure. The anchors and debris were removed from the patient's joint space. The case was completed with another like device. The sales rep stated that new bone holes were not created. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The devices were discarded by the customer. When did the breakage occur? When being inserted. Did the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. If breakage occurred near surgical site, how were fragments retrieved? With a grasper. How was the procedure completed? With another like device. Were alternatives readily available? Yes. Were there any procedural or patient anatomy factors which may have contributed to the breakage? No. Is surgical intervention planned? No. Did portion of the device remain in the patient? No. Any patient impact? No.